Event description:
It was reported that the customer had a problem in doing a manual bolus but has a round circle and can't access the manual bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was informed that the screen has a block on need to turned block off. The customer was advised that he had a no delivery alarm on status menu. The customer declined to troubleshoot and stated that he would change out infusion set. The patient stated that if he has problem he will call us. No further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.